Event description:
Pt implanted in 1998 in upper and lower vermilion borders. Onset of infection, implant extrusion and implant displacement 03/04/1999. Implant explanted in 1999 and pt treated with ceftin.